Manufacturer narrative:
No 011-c3300 product samples, videos or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The device history review (DHR) for lot number 14002215 was reviewed and there were no non-conformances found that would have contributed to the reported complaint.

Event description:
It was reported, on an unknown date, that a clave¿ neutral connector was found to be occluded during patient use. The following issue was reported by the customer: ¿several clave connector devices ref. 011-c3300 lot 14002215 over the last few weeks had the issue: once the syringe is connected, the drug cannot be infused, as if it were clogged.¿ there was no patient harm reported. No additional information is available at this time.